Event description:
It was reported by the surgeon that the pt underwent a distal femur replacement on (B)(6) 2013 and subsequently it has become disengaged. The pt was undergoing chemotherapy at the time, so the surgeon chose to complete this revision procedure upon completion of the therapy.

Manufacturer narrative:
The patient underwent successful revision of the distal femur mets. Based on the information provided a definitive root cause could not be determined. Further information such as post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However the device was in-situ for 7 months and the observed dislocation could be as a result of patient factors such as trauma, obesity, activity levels or disease progression and/or surgical factors or preferences and not necessarily related to the device itself. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended. Distal femur implant corrected to limb salvage system. Operator of device corrected from health professional to patient.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement on (B)(6) 2013 and subsequently it has become disengaged. The patient was undergoing chemotherapy at the time, so the surgeon chose to complete this revision procedure upon completion of the therapy. This is a supplemental report to 3004105610-2014-00146 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformance were identified with the devices. The device has not been returned for eval. Requests are being made for additional info and a supplemental report will be provided if this info is received.